Event description:
Unable to successfully ablate the s1 basivertebral nerve d/t (due to) dense bone and inability of intracept equipment (peek (polyetheretherketone) catheter) to withstand the forces of traversing the bone. Attempted x2 from the left pedicle and x1 from the right pedicle. The distal tip of one of the peek catheters was retained within the s1 vertebra. No harm and patient was brought back for successful repeat procedure of s1 level with no issues. Reference reports: mw5149831, mw5149833.